Manufacturer narrative:
Citation: creasy, j., napier, k., reed, s., zani, s., wong, t., kim, c., wildman-tobriner, b., strickler, j., hsu d., uronis, h., allen, p., l idsky, m. Implementation of a hepatic artery infusion program: initial patient selection and perioperative outcomes of concurrent hepatic artery infusion and systemic chemotherapy for colorectal liver metastases. Annals of surgical oncology, 2020; e-pub ahead of print. Doi:10.1245/s10434-020-08972-y. Date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial/lot #: unknown. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: creasy, j., napier, k., reed, s., zani, s., wong, t., kim, c., wildman-tobriner, b., strickler, j., hsu d., uronis, h., allen, p., l idsky, m. Implementation of a hepatic artery infusion program: initial patient selection and perioperative outcomes of concurrent hepatic artery infusion and systemic chemotherapy for colorectal liver metastases. Annals of surgical oncology, 2020; e-pub ahead of print. Doi:10.1245/s10434-020-08972-y. Summary: the study enrolled patients with crlm selected for hai after multi-disciplinary review november 2018¿january 2020. Demographics, prior treatment, and perioperative outcomes were assessed. Objective hepatic response was calculated according to response evaluation criteria in solid tumors (recist) 1.1. Reported events: (pli 10): one patient experienced a surgical site/hai pump pocket infection which was managed with readmission, intravenous antibiotics, and laparoscopically assisted relocation of a new pump to the right abdomen. The patient resumed hai therapy and proceeded without additional complications. (Pli 20): one patient required secondary closure of a partial fascial dehiscence after the index operation.